Manufacturer narrative:
H10: a field service engineer (fse) went to the customer site and evaluated the device. The fse determined that the data acquisition (da) printed circuit board assembly (pcba) may be the cause of the issue. The fse placed an order for a gas delivery system (gds) to resolve this issue, as the gds contains the da pcba. The field service engineer went to the customer site and replaced the gds to resolve the issue. Following replacement of the gds, the fse completed a performance verification test (pvt), which the device passed. The device was confirmed to be ready for a return to clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not stay in standby mode. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A field service engineer (fse) went to the customer site and evaluated the device. The fse determined that the data acquisition (da) printed circuit board assembly (pcba) may be the cause of the issue. The fse placed an order for a gas delivery system (gds) to resolve this issue, as the gds contains the da pcba. This investigation is ongoing.